Manufacturer narrative:
(B)(4). Evaluation summary: post market vigilance (pmv) led an evaluation of one handle. Visual inspection of the instrument noted no abnormalities. The instrument successfully, clamped, cycled fully, opened and unloaded repeatedly without difficulty. A review of the device history record indicates this device lot number was released meeting all medtronic quality release specifications at the time of manufacture. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate.

Manufacturer narrative:
(B)(4). Evaluation summary: evaluation summary pending investigation conclusion. (B)(4).

Event description:
According to the reporter, during a sleeve gastrectomy, the surgeon fired the reload and noticed that the serosal tissue was torn. The surgeon attempted to oversew, but felt the problem of the serosal tear had not been solved and converted to a gastric bypass. The affected part of the stomach was excised as part of the conversion in procedure to the gastric bypass. Surgical time was delayed by more several hours. Additional tissue was resected. No other adverse events were reported.